Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported the r-wave sensing amplitude was inconsistently measured with one measurement under the limit. Lead repositioning was attempted but not successful as the helix could not be retracted into the body. The lead was instead explanted and replaced. No adverse consequences were noted.